Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in an upper extremity dialysis fistula that was 70% stenosed. Reportedly, the 6 x 40 mm armada 35 balloon catheter burst at 14 atmospheres during the first inflation. A new, same size balloon was used with no issues. There were no reported adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.